Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system power supply was evaluated and identified as requiring replacement. The customer declined to have the service rep repair the system. No further info is available at this time.